Event description:
The initial reporter stated that the pump "randomly shuts off no sounds". The initial reporter stated that the complaint occurred during testing and that they had no further information about this complaint. [Complaint-(B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "randomly shuts off no sounds". The initial reporter stated that the complaint occurred during testing and that they had no further information about this complaint. (B)(4).